Manufacturer narrative:
Please see the updates in sections: a3, d4 (lot #), d10, g4, g7, h2, h3, h4, h6 and h10. Correction information is that patient is female and the procedure therapeutic hysterectomy. The device has been returned and a product investigation completed for it. The actual device lot # is updated to kr868097. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn and has a split, no metal exposed. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe detached, detached portion was not returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, device evaluation determined the cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the damaged and worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Manufacturer narrative:
This is the first of two associated medwatch reports filed for this event. Two failed devices were used in the event and the procedure was successfully completed with a third. Due diligence for additional information was executed. There is no patient information available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. A supplemental report will be filed as the information becomes available.

Event description:
It was reported that at the end of the procedure during the cut, the probe of the device broke and the broken piece fell into the patient¿s abdominal cavity. The piece was retrieved from the patient. There was no visual damage nor metal exposed on the device. A second device from the same lot was used unsuccessfully and the procedure was completed with a third device. The completion of the procedure was delayed. However, there was no harm or adverse impact to the patient. The device and the connections were inspected before the procedure and no abnormalities were observed, nor was there cable damage or bundling of the transducer or any other device cords. The doctor was trained and experienced in the use of this device.